Manufacturer narrative:
Product event summary: the afr-00001 ablation catheter with lot number 0229894869 was returned and analyzed. During external visual inspection, no visible defects were seen. The catheter was functionally tested with test capital equipment. Testing for radiofrequency (rf) and pulsed field ablation did not show any errors and temperatures appeared normal. Mapping was able to be completed with the catheter as well. Cirris tester was used to run the shorts and mapping tests and the device had passing results. Breakout fixture was used but no shorts to the braid were identified. The clinical issue occurred during the procedure. There is no indication of a relation of the adverse event to the performance or a malfunction of the product. In conclusion, the catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publ ications.this event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The baseline gender/age characteristics is male/57 years old. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: ablation of pvcs from outflow tract using a large-footprint lattice-tip catheter: be cautious of the coronary artery; heartrhythm case reports 2025 doi.org/10.1016/j.hrcr.2025.10.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient experienced chest pain during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the affera system, a coronary spasm occurred during pulsed field ablation (pfa) application in the right ventricular outflow tract (rvot). The patient, who had a medical history of ventricular tachycardia triggered from the rvot, experienced st elevation and a spasm of a small septal branch of the coronaries. Coronary angiography revealed a slight occlusion of a small septal branch. Intracoronary nitrates were administered as a medical intervention. The procedure was ultimately aborted. No further patient complications have been reported as a result of this event.